Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device fired one row of staples on the patient side that were formed, however the staples on the specimen side did not deploy. Another device was used to complete the procedure. It is yet to be determined if the patient will have adverse consequences.

Manufacturer narrative:
(B)(4). Cartridge. The analysis found that one device was returned in good visual condition and with an reload present. The cartridge reload was received fully fired. The cartridge was noted to be damaged as the sled broke through the inside of cartridge track. Due to the damaged observed the drivers on that side of cartridge did not deploy. Therefore, no staples were formed on that side of the cartridge. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the user continues the firing sequence, the one piece sled can break through the cartridge reload wall allowing the firing to continue resulting in the damaged observed in the returned reload. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. After further analysis the knife was found nicked. One possible cause for this damage to the knife is firing over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric fundus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 5th. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Synovis peri strips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Opened jaws and the specimen side started bleeding no bleeding from the patient side, bleeding controlled with clip applier. The lot number for the reload is unknown therefore all the reload packages will be returned.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.